Manufacturer narrative:
Unable to perform a complaint history check and a device history review as the lot number for product involved in the incident is unk. Regulatory compliance will closely monitor the product line and reported condition.

Event description:
The phlebotomist reported that after completing a venipuncture, the device (needle) was withdrawn without engaging the safety mechanism and the cannula remained in the pt's arm. The cannula was removed by the phlebotomist without incident and it was found to be intact (not broken). The health care worker was not able to provide the lot number of the device involved in this incident.